Manufacturer narrative:
This event was most likely not related to the use of the device. Candida esophagitis and dysphagia can occur under other circumstances particularly if the patient receives steroids or antibiotics for other reasons. This study patient was treated with different medications for other indications as listed in the edc for the study subject.

Event description:
Company representative become aware of this adverse event on (B)(6) 2017 while monitoring study case at the hospital facility. Date of initial procedure: (B)(6) 2016. Adverse event start date: (B)(6) 2017; adverse event type: infection (candida); ae description: prior to (B)(6) 2017, patient was only tolerating liquids and experienced dysphagia. Endoscopy procedure on (B)(6) 2017 confirmed candida infection. Treatment: medication; outcome: resolved (biopsies from (B)(6) 2017 confirmed eradication of infection). Date reported to sponsor: 20 june 2017.